Event description:
In late 2008, the lay-user/pt contact lifescan alleging that a one touch ultra meter had reverted to the setup mode. The pt claimed that the meter stopped turning on after she had dropped the device. She then, replaced the meter's battery. The pt indicated that the alleged meter issue started nine days prior, at 4:30 am. For around a week, the pt claimed that she was unable to test her blood glucose. As a result of the reported meter issue. The pt continued to take her usual dosages of medications. The pt took 10 units of humolog insulin with each meal and 30 units of lantus insulin at bedtime. During the time of concern, the pt mentioned that she had been 'too low" and "too high." Reported symptoms of confusion and inability to speak were noted. On original date, at 9:30 am, the pt had a doctor's appointment. The pt's blood glucose was not tested on another device during the time of concern. The pt's doctor made unspecified adjustments to her medications and provided treatment for stress. The pt admitted that the alleged meter issue started after she had replaced the device's battery, according to the owner's manual, the meter's date/time might need to be update if the battery is replaced or reseated. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she was unable to test her blood glucose for about a week because of the meter issue and during that time, she had been "too low" and "too high." It is not clear as to what specific symptoms she had during the high and low events.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.